Manufacturer narrative:
Subject device is an instrument and is not implanted. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned or lot number provided.

Event description:
During an orif of the left olecranon, the 2.8 mm drill bit hit the shaft of one of the cortical screws already in place in the plate and caused to tip of the drill bit to break. The tip was left in the pt's ulna and procedure was completed.